Event description:
An admiral xtreme pta balloon catheter was used to treat a lesion in the right distal sfa and popliteal 1 segment. Approximately 12 months later the patient suffered from restenosis/ thrombus of the treated lesion. Event was treated with a pta balloon catheter, stent and thrombolysis. Event is resolved.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Restenosis/thrombus of the r.sfa was treated with stenting and thrombolysis only not pta as previously reported.

Manufacturer narrative:
The % restenosis at time of previously reported event was 100%. The patient was treated with non medtronic stenting.